Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported failure to advance sgc was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of first steerable guide catheter (sgc), it was observed that there was thin fiber attached to the sgc shaft. Sgc was replaced with the new device. When the replaced steerable guide catheter passed atrial septum, it was hard to pass. Sgc was rotated and plus, minus knobs were used but was unchanged. Balloon was used to expand the atrial septum. After expansion, sgc passed through the atrial septum. Procedure was successful. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.